Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock. The customer reported that the patient had 2 three way extension pieces attached to a broviac. There were cultures ordered at 1600. When they went to draw blood for the culture, the hub where they draw cultures from with one of the 3 way extensions, came off. They immediately primed a six way extension piece, scrubbed one lumen at a time and added continuous medications to six way lumen. Drugs infusing through line were fentanyl, versed, vecuronium, precedex, and 0.9 @ 5 ml/hr. Epinephrine was off but y'd in and needed to be restarted within 15 minutes after this event took place. There were no other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was patient involvement; harm was no reported as a consequence of this event.

Manufacturer narrative:
One photo with three (3) images were shared by the customer, in one photo shows a plastic bag with a male luer separation from the rest of the set is observed, no additional anomalies beside the mentioned are observed. Customer returned used device for evaluation. As received the nano clave y adaptor was observed to be separated from the rest of the set. The set was analyzed through uv light and insufficient solvent applied evidence was confirmed. The tube and the nano clave y pocket were measured finding within specification. Complaint of disconnection can be confirmed, the probable cause was due to insufficient solvent applied during manual process assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
One photo with three images was shared by the customer, in one photo shows a plastic bag with a male luer separation from the rest of the set is observed, no additional anomalies beside the mentioned are observed. Two used. List #a1141, were returned for evaluation. As received the nano clave y adaptor was observed to be separated from the rest of the set, both sets were analyzed through uv light and insufficient solvent applied evidence was confirmed. The tube and the nano clave y pocket were measured finding within specification. Complaint of disconnection can be confirmed, the probable cause was due to insufficient solvent applied during manual process assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.